Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: device jammed. Would not open. Could not retrieve suture. Additional information requested via email: can you elaborate on what is meant by "jammed"? Would not toggle. What is meant by "would not open"? Handle would not squeeze. Jaws were not locked on tissue. Was there any blood loss > 500cc? No. Was there an extension of the original surgical incision more than 1 inch? No. Was the operating time extended more than 30 minutes due to this problem? What is meant by "could not retrieve suture"? Could not retrieve suture because of above issues, needle did not break, or fall into cavity, no x-ray needed.

Manufacturer narrative:
(B)(4).